Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer's representative (rep) reported that there was high impedance, greater than 40,000 on contacts 4 and 7 during battery replacement. The rep reprogrammed around the impedances and the issue resolved. The rep indicated the lead was connected to the new neurostimulator (ins) when the impedances were ran. The cause of the high impedances wasn't determined. The surgeon took the lead out 3 times and wiped them off. All 3 times those same impedances were high.